Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 500 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer reported that after giving a bolus, insulin pump received another no delivery alarm. During troubleshooting, customer was assisted with performing two 5.0 unit fixed prime and insulin did exit both times. It was reported that cannula was not bent. Self-test and displacement test were performed due to insulin pump being exposed to x-rays after customer's knee surgery. Supplies would be replaced.